Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facscalibur¿ that the device acquires everything seems fine but giving the result there are more t cells than leukocytes. Applications has spoken with her and it has not been clear that it is a problem of use. It has not been able to provide applications with dot plots to visually analyze the data. The following information was provided by the initial reporter the client says that when the device acquires everything seems fine but giving the result there are more t cells than leukocytes. Applications has spoken with her and it has not been clear that it is a problem of use. It has not been able to provide applications with dot plots to visually analyze the data.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This was a qc failure not on patient samples, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd facscalibur¿ that the device acquires everything seems fine but giving the result there are more t cells than leukocytes. Applications has spoken with her and it has not been clear that it is a problem of use. It has not been able to provide applications with dot plots to visually analyze the data. The following information was provided by the initial reporter the client says that when the device acquires everything seems fine but giving the result there are more t cells than leukocytes. Applications has spoken with her and it has not been clear that it is a problem of use. It has not been able to provide applications with dot plots to visually analyze the data.